Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep was not able to reproduce the problem. He calibrated the filament a couple of times and sat through a case to ensure the problem doesn't reappear. The system functioned as intended.

Event description:
It was reported that the 9800 system displayed a low ma error message. No pt injury was reported.